Event description:
It was reported that the customer's insulin pump was receiving multiple delivery alarms. It was also reported that the customer was hospitalized in (B)(6) 2013 for diabetic complications. Customer was treated with fluids, customer was wearing the pump at the time of hospitalization. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.